Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the self-test and the displacement test. No unexpected pump error alarm during testing however, pump error alarm (variable 3) is located in the formatted history file due to broken solder joints on the keypad assembly. Insulin pump was received with scratched case, cracked retainer, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device alarmed hardware low level alarm. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.